Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief. An exploratory surgery was performed and a reservoir volume higher than expected in the pump was observed. The pump was disconnected from the catheter and failed to show beads after a bolus was programmed. The device was explanted and returned for evaluation. On 5/11/2016, it was reported that the patient is doing well.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The reported event could not be confirmed. The pump primed and flowed per specification. (B)(4).